Event description:
Boston scientific received information that about four months ago this right atrial (ra) lead displayed loss of capture, oversensing and high out or range pace impedances. The physician stated that the ra lead was fractured so the lead was programmed off at that time. The patient suffered a recent syncopal event due to the implanted right ventricular (rv) lead, so at this time the ra lead was replaced with a new ra lead. This ra lead remains implanted but out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.